Event description:
It was reported that during an attempted implant, the physician was unable to insert the stylet or guidewire into the left ventricular (lv) lead. Resistance was noted and it was unable to be advanced. The lv lead was removed and replaced to finish the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.